Event description:
It was reported that they were getting alert 113 (reduced water temperature control). Nurse confirmed that they had been receiving low flow alerts off and on throughout the therapy. Now tried to rewarm patient but did not seem to be working. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 36.5c, water temperature (wt) was 31.7c water flow rate (wfr) was 0.5 l/m. Neonatal pads. Had stop therapy, drain and disconnect pads. Rotate connectors 180 degrees, reconnect holding nowhere near clear connectors and make sure they hear audible clicks with each connection. All lines straight with no bends or kinks. Good air flow to the back of the device. Restarted therapy. Water flow rate (wfr) was 0.5 l/m system diagnostics were outlet monitor temperature (t1) was 28.1c, outlet control temperature (t2) was 28c, inlet temperature (t3) was 28.4c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 27 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours was 5426.8, pump hours was 5327.6. Advised to swap out pads because flow rate (fr) had to be above 0.5 l/m for heater to be enabled and warm the patient. Nurse stated that they were having issues with flow rate earlier and the patient being below target and was able to get the water flow rate (wfr) up to 0.6 l/min and the water temperature (wt) was warm at 38c, so they believed the heater was working. They were currently rewarming the patient, the patient temperature (pt) was 33.1c, targeted temperature (tt) was 36.5c, rate was 0.5c/hr. The remaining duration stated 1 hour and 46 minutes. Nurse wanted to confirm it would take longer than this to rewarm. Informed nurse based on the settings and the current patient temperature 33.1c, it should take a little over 6 hours to rewarm. Had nurse hit adjust to verify settings, rewarm from was set at 35.6c, the target temperature and rewarm rate were programmed correctly. Informed nurse the device was trying to rewarm the patient as quickly as possible to 35.6c and would then start rewarming at 0.5c/hr. This was the duration was so short. Informed nurse could adjust the 'rewarm from' to the patient current temperature to start rewarming at 0.5c/hr. Suggested to confirm with the provider their preference for rewarming. While on the phone, patient had warmed 0.4c to a current patient temperature (pt) of 33.5c.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control). Nurse confirmed that they had been receiving low flow alerts off and on throughout the therapy. Now tried to rewarm patient but did not seem to be working. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 36.5c, water temperature (wt) was 31.7c water flow rate (wfr) was 0.5 l/m. Neonatal pads. Had stop therapy, drain and disconnect pads. Rotate connectors 180 degrees, reconnect holding nowhere near clear connectors and make sure they hear audible clicks with each connection. All lines straight with no bends or kinks. Good air flow to the back of the device. Restarted therapy. Water flow rate (wfr) was 0.5 l/m system diagnostics were outlet monitor temperature (t1) was 28.1c, outlet control temperature (t2) was 28c, inlet temperature (t3) was 28.4c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 27 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours was 5426.8, pump hours was 5327.6. Advised to swap out pads because flow rate (fr) had to be above 0.5 l/m for heater to be enabled and warm the patient. Nurse stated that they were having issues with flow rate earlier and the patient being below target and was able to get the water flow rate (wfr) up to 0.6 l/min and the water temperature (wt) was warm at 38c, so they believed the heater was working. They were currently rewarming the patient, the patient temperature (pt) was 33.1c, targeted temperature (tt) was 36.5c, rate was 0.5c/hr. The remaining duration stated 1 hour and 46 minutes. Nurse wanted to confirm it would take longer than this to rewarm. Informed nurse based on the settings and the current patient temperature 33.1c, it should take a little over 6 hours to rewarm. Had nurse hit adjust to verify settings, rewarm from was set at 35.6c, the target temperature and rewarm rate were programmed correctly. Informed nurse the device was trying to rewarm the patient as quickly as possible to 35.6c and would then start rewarming at 0.5c/hr. This was the duration was so short. Informed nurse could adjust the 'rewarm from' to the patient current temperature to start rewarming at 0.5c/hr. Suggested to confirm with the provider their preference for rewarming. While on the phone, patient had warmed 0.4c to a current patient temperature (pt) of 33.5c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.